Manufacturer narrative:
The provided qc data gave no indication of a performance issue with the reagent or the instrument. The analyzer alarm trace contained to conspicuous events. The field engineering specialist exchanged the measuring cell and performed a blank cell calibration. Based on the information provided, the investigation determined that the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin I stat immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tni stat result from sample a was 0.446 ng/ml with a data flag. The initial tni stat result was reported outside of the laboratory but was questioned by the physician as the result was considered "not compatible with the patient story." A new sample, sample b, was collected and tested. The tni stat result from sample b was < 0.100 ng/ml with a data flag. Sample a was tested again and resulted in a tni stat result of < 0.100 ng/ml with a data flag. The tni stat results of <0.100 ng/ml were deemed correct. The tni stat reagent lot was 36574500 with an expiration date of 30-nov-2019.